Manufacturer narrative:
It was reported that while in use on a patient, the arterial flow bubble sensor was giving them a negative liters per minute reading. In the presence of backflow from the patient "zero flow mode" is automatically activated, which was also observed. As soon as they would clear the zero flow mode, it would trigger again. To get around this issue, they placed the cardiohelp into "global override." Dark blood was going into the circuit and bright red blood was exiting and going back to the patient. The patient's vital signs remained stable. They ended up calling in a perfusion team member who switched the arterial flow bubble sensor out with one from another machine they had. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-02. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and multiple "backflow prevention" error messages were logged on the date of event. A medical review was performed by getinge medical affairs on 2023-07-24 with following conclusion: according to the complaint narrative, getinge was contacted by a customer (adventhealth, daytona beach, fl USA), reporting that a cardiohelp system assumed ¿zero flow mode¿ during patient support. At the time of the event, the arterial flow bubble sensor displayed a negative liters per minute value. According to the report, as soon as zero flow mode/backflow protection was cleared, the mode would reengage. To address this issue, the customer placed the cardiohelp system in global override mode. The complaint narrative further explained that the other pressure values displayed on the interactive screen were within normal limits, viz. The delta p was approximately 20-30 mmhg, the venous pressure was approximately 40 mmhg, and the internal/arterial pressure were within normal (expected) limits. Further, ¿dark blood¿ traveled to the circuit and ¿bright red blood¿ traveled back to the patient with the vital signs of the patient remaining stable. The customer correspondence stated that support venue was veno-venous (vv) support at 2700 rpms at the time of the event. As reported in the correspondence, there was no procedure, or clinical activity, ongoing at the time of the event. It was reported that no intra-circuit shunts or accessory devices (e.g., lucas, impella, etc.) Were used (i.e. In tandem with the hls set advanced) during the period of support. Last, the support period (for this particular patient) began 04 jan 2023. According to the product IFU (user¿s guide), zero flow mode is expressed in the following manner: zero flow mode may be invoked by the user by pressing the zero-flow mode button. Contrarywise, backflow protection automatically activates zero flow in the presence of backflow from the patient. The user and service pool data show that the backflow protection event (expressed by the customer as zero-flow mode) was preceded by several arterial bubble sensor events in which a bubble was detected on the arterial bubble sensor, then reset. In correspondence with the customer, it was stated that the arterial flow bubble sensor (fbs) was placed in the proper direction. It is assumed that correct placement was perceived by the customer by observation of the arrow on the exterior door of the fbs that shows proper direction. If, however, the arterial fbs were removed during support and placed back on the tube incorrectly, that may explain the zero-flow behavior observed by the customer. The cardiohelp system was examined by getinge service technician on 23 may 2023, however, the reported event could not be duplicated on the device. The report did not mention that any adverse consequences incurred by the patient and/or staff secondary to the event reported in the complaint narrative. Last, it is assumed that the cannulation for veno-venous (vv) support terminated in the right atrium, the vena cavae, juncture of the right atrium and vena cava, or a combination of the two/three structures. Therefore, the right atrium output would not be of sufficient vigor/strength (i.e., assuming an rpm of 2700) to cause backflow through the return line of the support system and, hence, trigger backflow prevention. Given that the event could not be reproduced by getinge service, it is challenging to assign the event reported in this complaint to malperformance in either the cardiohelp system or the associated accessories (viz. Arterial fbs). Without more details regarding the event, the likely root cause of the event may be related to a use error that occurred sometime during the period support. The review of the non-conformities has been performed on 2023-03-28 for the period of 2014-11-12 to 2023-01-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-11-12. Based on the results the reported failure "negative flow readings" could be confirmed through the log files, but was most likely not device related. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that during treatment the cardiohelp went into "zero flow mode". The arterial flow bubble sensor was giving them a negative liters per minute reading. As soon as they would clear the zero flow mode, it would trigger again. To get around this issue, they placed the cardiohelp into "global override. Than the arterial flow bubble sensor was switched out with one from another cardiohelp. After that the flow was showing 4 liters per minute. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-02. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2023-03-28 for the period of 2014-11-12 to 2023-01-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-11-12. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).